Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the 2.50x24mm taxus element stent would not cross the lesion. Access was obtained via the femoral artery. The 90% stenosed, 24mm in length, lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with an unknown semi compliant balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer - initial visual examination of the returned device, found proximal stent strut damage present, as a number of struts were bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).